Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the tip. A piece approximately 0.0025" x 0.0575" was found to be broken off and was not returned. Components adjacent to this broken blade showed damage, which may indicate potential mishandling. Indentations were found in both blades. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.). This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had an unknown issue. No fragment fell into the patient. The procedure was completed and the device was not used on the patient.